Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was discovered broken in the sterile processing department after surgery. Attempts have been made and no further information has been provided.